Event description:
It was reported that the recently re-implanted vns patient had intractable hiccups following replacement surgery on (B)(6) 2014. The surgeon had never performed lead replacement prior to the procedure. The patient¿s device was disabled on (B)(6) 2014 to determine the relationship of the hiccups to vns. Despite disablement, the patient¿s hiccups continued. The patient was admitted to the hospital on (B)(6) 2014 due to ¿mini¿ status epilepticus. The surgeon attributed the seizure to device disablement. Attempts for additional relevant information have been unsuccessful to date.

Event description:
Additional information was received stating that the vns patient was unable to tolerate stimulation so his device was programmed off on (B)(6) 2014. The patient¿s medications were subsequently increased. The patient¿s hiccups resolved, but the patient began have small seizures every five minutes and went to the ER on (B)(6) 2014. Clinic notes were received indicating that the patient was off his medications while he was at the implant facility, which the neurologist stated likely contributed to the increased seizures. The patient¿s device was programmed back on during an office visit on (B)(6) 2014. Despite low device settings, the patient was unable to tolerate stimulation. The patient turned red, began coughing forcefully, and was gagging as if he were about to vomit so his device was programmed back off. Clinic notes dated (B)(6) 2014 indicate that the patient¿s device had been programmed back on and that the patient did not have any hiccups for the past 15 days. The patient was experiencing worsening voice hoarseness and difficulty speaking since replacement surgery. The patient had frequent auras which magnet mode stimulation has helped reduce. The notes indicate that the botched replacement surgery caused the patient to develop vocal cord paralysis. The patient was referred to an ent for evaluation. No known surgical interventions have occurred to date.